Event description:
It was reported that occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Customer changed pump supplies to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.